Event description:
The facility reported that an aa4203tl silicone toric plate lens did not work. It is unknown if the product malfunctioned or if there was any pt contact or injury. Co has requested additional information but it has not been received to date.